Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device is combination product. Device evaluated by MFR: a visual and microscopic examination identified a hypotube break 200mm distal to the catheter's strain relief. A kink was noted 750mm distal from the break site of the hypotuebe. Several other kinks were also noted along the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The crimped stent, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
This complaint is now reportable based on the product analysis completed on (B)(6) 2012. It was reported that during a percutaneous coronary intervention treatment the device was unable to cross the lesion due to the tortuosity of the vessel. The lesion was located in the mid left anterior descending (lad) artery. The 4.00x16mm promus element stent was advanced to the lad but was unable to cross the lesion. The device was removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's current condition is stable. However returned product analysis revealed a shaft break.